Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and after the physician put the octaray¿ in the sheath they felt resistance. The physician continued to introduce the catheter until they felt a snap. They immediately pulled the octaray¿ catheter out and found two strands of clear plastic, hair-like strands. The octaray¿ catheter had no signs of physical damage but it had the strands attached to it. The sheath but replaced with a competitor's sheath. The case continued. No patient consequences were reported. The plastic, hair-like strands are MDR-reportable.

Manufacturer narrative:
On 18-sep-2023, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and after the physician put the octaray¿ in the sheath they felt resistance. The physician continued to introduce the catheter until they felt a snap. They immediately pulled the octaray¿ catheter out and found two strands of clear plastic, hair-like strands. The octaray¿ catheter had no signs of physical damage but it had the strands attached to it. The sheath but replaced with a competitor's sheath. The case continued. No patient consequences were reported. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. A visual inspection evaluation of the returned device was performed following bwi procedures. External visual inspection revealed any anomalies or physical damage on the device. Afterward, the shaft was inspected from the inside and a polytetrafluoroethylene (pt-fe) coating was found detached. Device history record was performed for the finished device 00002258 number, and no internal actions related to the reported complaint condition were identified. The failure observed with the pt-fe could be related to the issue reported by the customer; therefore, the customer complaint was confirmed. The ptfe damage could be related to the excessive force or manipulation of the device during the procedure; however, this can not be conclusively determined. The instructions for use contain the following recommendations: prior to inserting the device into the patient, pre-assemble sheath, dilator and stylet on the table. Advance the needle through the dilator and check for excessive resistance as the tip of the needle advances through the curvature of the sheath/dilator assembly. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).